Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known consequences or impact to the patient. No code available, shattered.: evaluation results: visual inspection of the returned product showed the optic was torn in several places and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. A current investigation involving cracked or stiff optics on the 3-piece silicone lenses is ongoing. CAPA #m13-23 was opened to address these types of issues. When the CAPA is closed, the claim will be reopened and a supplemental medwatch will be submitted. (B)(4).

Event description:
The customer reported the aq2015a three piece silicone lens "shattered". There was no patient contact. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.